Event description:
The technician alleged the side rail end does not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail end tubes are broken. The technician replaced the side rail end tubes to resolve the issue.